Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection nos"), migraine ("migraines"), abdominal pain lower ("cramping") and dyspareunia ("pain relations"). The patient was treated with surgery (essure device removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, infection, migraine, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, infection, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("pain relations"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection nos") and migraine ("migraines"). The patient was treated with surgery (essure device removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, infection and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, infection, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.